Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt wires were damaged. The cables connecting the distribution node (dn) to the rear therapy electrodes were cut. The root cause was physical abuse. No adverse event resulted from the damaged belt.

Event description:
No adverse event resulted from the damaged electrode belt.